Manufacturer narrative:
The investigation has just started; results will be provided in a follow-up report.

Event description:
It was reported that the device failed during the ventilation of a patient and generated a loud clearly audible alarm tone. The patient was immediately ventilated manually using an ambu bag. There was no patient harm.

Manufacturer narrative:
The affected device was checked by dräger service and the logbook was analyzed. Analysis of the logbook entries revealed that data recording stopped on the day of the event, july 8, 2022, at 03:47 system time without a previously recorded technical malfunction. During the test, the device failed to start up and the secondary audible alarm sounded continuously. In a detailed technical analysis it was found that the internal 4.2v supply voltage failed due to a faulty microprocessor up1 on the pba m48.3 circuit board, which led to a complete loss of function of the circuit board, and therefore the ventilator. In the event of a complete loss of function of the ventilator, the inspiratory valve automatically opens to the environment, allowing the patient to breathe spontaneously. The secondary acoustic alarm signal (piezo alarm) of the ventilation unit sounds to inform the user of the device failure. This alarm is powered from an independent power source and lasts for at least 2 minutes. In the event of a ventilator failure, according to the instructions for use, an independent ventilation device (e.g. Emergency manual ventilation bag) must be available and ventilation has to be continued with this. The described error was reported to dräger for the first time from the field. The occurrence rate is within the expected range of the respective risk assessment and thus accepted.

Event description:
It was reported that the device failed during the ventilation of a patient and generated a loud clearly audible alarm tone. The patient was immediately ventilated manually using an ambu bag. There was no patient harm.